Event description:
Tip of harmonic hand piece broke inside the patient's cavity intra-op. Able to retrieve tip.per md notes: a circumferential colpotomy was made with the harmonic around the vaginal cervical junction. Of note, at this point, we noted that the tip of the harmonic had broken off, but we quickly found the vaginal cuff and removed it intact. The harmonic was then removed. Patient discharged in stable condition the next day.